Event description:
At follow-up a decrease in impedance was observed. Data showed many episodes but no therapy delivered. Upon surgical procedure, an insulation anomaly was observed.

Manufacturer narrative:
No medwatch form was received analysis revealed an insulation abrasion at 18.0 cm, exposing the pacing coil. The lead abrasion is consistent with that caused by friction to the ICD can.